Manufacturer narrative:
Pc (B)(4). A manufacturing record evaluation was performed for the finished device lot number pjz880 and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: any plans in place to remove the needle piece in the future? - we are not aware of any plans to remove the piece of needle if retained, what is the surgeon¿s opinion of consequences to the patient? - unknown. The surgeon is not an independent contractor. What was the size of the needle used? - 48 mm was more than half the needle retained in the patient? - no, only 2 mm. Procedure and event date? - c-section (as stated below) (B)(6) 2020 this medwatch report is in response to receipt of facility report # 0300360000-2020- 8024. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. During the procedure, after closure, it was noted that the tip of a suture needle had broken off. It was too small of a piece to use x-ray or find it on wound exam. The nurse estimated that the size of the broken tip was at less than 2 mm. There were no adverse patient consequences reported. No additional information was provided.